Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for a same length/model lens and the problem was resolved. The cause of the event was unknown.